Manufacturer narrative:
(B) (4)= evaluation summary: customer report was confirmed. Rec'd (1) triple dpt kit. All three dpt's zeroed and sensed pressure. However during testing of pa dpt (yellow label) pressure readings were constantly dropping due to damages at dpt housing female luer. Multiple cracks were identified around luer body. The major cracks extended along entire luer body. (B) (4) a device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
Customer reported: crack on the pap sensor. Impossible to measure correctly, exact event date unknown. No patient injury was reported.